Event description:
After the procedure (2003), the pt developed the pt developed the fever. (Higher bt 38.2 c at 12 days post procedure) the fever brought doen with penicillin. Antibiotic (piperacillin) was administered 2.0gx2 /day then another antibiotic (cefazolin) was administered 1.0g a day.

Event description:
The doctor claims that the graft was implanted for an abdominal aneurysm excision and replacement procedure. On the 7th day following the operation, the pt developed a fever with a crp increase to 8.54 mg/dl. The wbc went up to 9800/cc. Antibiotic (cefazolin: cefazolin sodium) was administered to decline the fever. Two weeks following the operation, fever gradually declined, the crp decreased to 2.60 mg/dl, wbc decreased to 550/cc. In 2003, the pt was discharged from the hospital. The graft was left in. The pt is doing well, now. The range of fever has not been reported at this time.